Event description:
In 2007, physician indicated that the valve does not appear to be functioning properly, due to significant headaches, uncontrolled with medication. In the next day, explanted due to malfunctioning lumboperitoneal shunt.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study involving a review of patient case records and data analysis. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot numbers were available. All of our values are 100% tested at the time of manufacture.